Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) was found to be in back-up mode. The ICD was successfully restored and the patient will be further monitored. The patient condition was unknown.